Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported byt the user facility: I had a situation with an asa 5e that needed blood and on the first unit stated to leak, not under pressure but on the pump running at 300ml/hr. Prevented me from transfusing a critically anemic pt, then same pt with mod as, now tachycardic on norepi at 20-30, and attempted to start vasopressin but could bc the pump kept saying occlusion, tried all 4 ports of the quad lumen, all caused downstream occlusion, even when open to air it read occlusion, attempted to change pump, with same error. Ultimately had to change the tubing.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.